Event description:
The customer reported that the device could not cut tissue during the procedure. There was no pt injury. The pt was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident report: (B)(4) 2013. The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.